Event description:
It was reported that there was noise on the atrial lead. The lead¿s sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, lead, implanted: (B)(6) 2008. (B)(4).